Event description:
Healthcare professional reported right side "deflation and textured". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2007. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Healthcare professional reported right side "deflation and textured". Device has been explanted and replaced with a non-allergan device.